Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, hipot test preformed and passed, dc resistance measured normal, indicating no shorts present in the conductor coils. X-ray showed no conductor issues (deformity or fracture). X-ray showed no conductor issues (deformity or fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds which was found due to the patient's low heart rate at the primary care office. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.